Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. A review of the logs showed no errors. The instrument was tested on an in-house system 3 of 3 times. The instrument passed the recognition, engagement, cut, seal, and intuitive motion tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No debris was found on the jaws. No damage or loose grip cable was found in the proximal end.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument would not release the tissue. The customer completed the procedure and no known impact or patient consequence was reported.